Event description:
A small brown item was found inside the blue wrap within the shoulder stablization kit.what was the original intended procedure?shoulder stabilization surgery.device #1is this a laboratory device or laboratory test?no.